Event description:
The customer reported that following a diagnostic/radiology procedure in 2001, an attempt was made to deploy a vasoseal es. During the deployment, the physician felt immediate resistance when deploying the first collagen plug through the sheath. The physician proceeded to advance the collagen plug despite the resistance and the sheath broke off in the tissue tract. The broken portion of the sheath was retrieved without complication. No further complications were reported.